Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump exhibited a cassette not attached alarm. There was no patient involvement, no patient injury was reported.

Manufacturer narrative:
One device was returned for repair with complaint of alarming cassette not attached. No relevant 12-month service history was found. Review of event log found multiple events of cassette not attached failure. Complaint was also confirmed by downstream occlusion (dso)/upstream occlusion (uso) tests. Visual inspection found upstream occlusion seal buckle. Probable cause was determined to be fluid ingress affecting dso sensor. Replaced the dso sensor and the uso seal. Device passed testing post repair.